Manufacturer narrative:
(B)(4). UDI# - (B)(4). Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06148 and 0001822565-2017-06149..

Event description:
It was reported that a patient underwent a right distal tibial and proximal fibular fracture repair procedure with open reduction and fixation. Subsequently, the patient experienced the beginning signs of infection twenty-two (22) days post-implantation, with discharge and erythema around the incision. The patient was placed on oral and topical medication to treat the condition, which helped temporarily resolved the erythema, however the discharge persisted. Following, a rash developed that spread. The patient underwent two debridements and vsd (vacuum sealing drainage) procedures four (4) days apart, however the rash and exudation recurred. The patient then underwent a procedure to remove the fracture plate and place external fixation, accompanied by another debridement and vsd. The patient underwent debridement and vsd two (2) more times after explantation with no more hardware being implanted. Lastly, the patient underwent a skin flap transplantation procedure with a calf debridement and adjustment of external fixation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product-screw catalog:#unk lot#:unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.